Event description:
A caller reported a malfunction on the pump, identified as malfunction code "malf 0." There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Customer technical support provided information on resetting the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was instructed that they could continue using the pump and to call back if any malfunction codes reappeared. The caller confirmed their understanding.